Event description:
It was reported that during a post-op check, the catheter was found to be disconnected from the port. The pt was taken to interventional radiology where the catheter was snared and removed. There were no additional pt complications.